Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to cement instability issues with the stem. A cemented exeter stem, femoral head, and 36e liner were revised to a restoration modular stem construct, femoral head, adm/ mdm insert, and mdm metal liner. Rep confirmed there are no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.